Event description:
Rn was preparing the IV infusion set for insertion in a patient. When everything was set up or put together, no flow of fluid was observed along the tubing even though it was securely attached to the IV bag; roller clamp and safety clamp all opened. This is the 3rd time it has happened where there was no flow noted in the tubing.